Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the product was inserted into patient's tracheostomy tube during inner cannula change. Tracheostomy tube was reattached to ventilator. The ventilator gave a high pressure alarm. Respiratory therapist attempted to suction tracheostomy tube but could not advance suction catheter. The inner cannula product was removed and replaced with another. Ventilation of patient was continued successfully. No injury or further intervention to patient reported.